Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having a little problem with their pain and the issue began today. Patient stated they were in group a at 2.2 and they wanted to increase the intensity but when they hit the up arrow it was not doing anything. During the call patient's therapy was off. Patient turned stimulation on. Patient mentioned they were at 2.6 and they were still having a little problem with the pain and maybe because it was raining a lot and patient mentioned they had arthritis on their back. Patient would hardly ever leave 2.6 and when they would increase stimulation to 2.8 they could feel the stimulation. Patient noted they were told by the representative that they should never be able to feel the stimulator and patient wanted to know if that was true. Agent reviewed information and redirected patient to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that patient mentioned they go to the chiropractor because they are still having a lot of pain. Patient stated the stimulator worked for about 4 months then their pain started coming back. Patient stated dr. (B)(6) is informed about the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that steps taken to resolve feeling stimulation when they weren¿t supposed to and having difficulties adjusting stimulation intensity was someone helped the patient to get the stimulator to connect and the issue was resolved. The patient stated that everyone is more than helpful whenever they called in.